Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, ring cover, both bail covers, and the battery drawer are broken. Battery release is contaminated, battery contacts are compressed, keyboard is scratched, battery drawer o-ring is missing, and serial number label is damaged. (B)(4).

Event description:
It was reported the atrial and ventricular connectors do not retain a cable. It was also reported the atrial connector is broken. The device was returned for repair and calibration. There was no patient involvement.